Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . E1: last name unknown / not provided. G4: additional PMA/510(k) number unknown / not provided . H4: device manufacturer date unknown / not provided . H6: additional h6- patient codes: 4755: swelling/edema.

Event description:
It was reported that the implant at tooth site #13 was removed due to bone loss & infection. Patient returned after many years with bone loss and infection and implant needed to be removed. Symptoms as a result of the event: pain & swelling.